Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The history log shows the pad-pak was first installed on the 7th november 2010 and performed to specification up to the 15th february 2015. The device failed a self-test due to a low battery on the 22nd february 2015 and remained in fault mode until the 17th july 2015 when an increase in voltage suggests a further pad-pak was installed and the device passed a self-test. The device recorded manual power ups of ten minutes duration between the 28th may 2016 and the last log entry on the 7th june 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.